Event description:
Customer reported false negative results with donor # (B)(4) and jkb antigen typing performed with the ortho anti-jkb lot# jbb423a. Customer reports the initial testing was performed on (B)(6) 2013 where donor # (B)(6) was tested against the ortho anti-jkb lot# jbb423a and was reported to be jkb negative. Quality controls were confirmed to be acceptable with immucor heterozygous donors on the day of use. Customer stated that the donor was selected to be frozen based on additional antigen typing. Customer's sop calls for all antigen typing to be repeated before the units will be frozen. Customer reported this repeat jkb typing was performed on (B)(6) 2013 and was inconsistent with the original results. Donor # (B)(6) was now yielding a 2-3+ reaction against the same lot of anti-jkb. Customer reported making multiple attempts testing the donor and results would be inconsistently positive and negative. Quality control was confirmed to be acceptable for the day of use. All reagents had been stored according to their IFU and had normal appearance. Customer confirmed that the correct procedure for traditional tube method was being followed with a 30min room temp incubation. Customer indicated that the unit would not be used for any patient know to have an anti-jkb. Customer requested the replacement of both vials of the jkb antisera for an alternative lot. Replacement anti-jkb lot # jbb424a was supplied to the customer. Customer reported further testing the listed donor (B)(6) and results were now consistently positive with both lot# jbb423a (2+ reaction) and jbb424a (2+ reaction). The testing was performed in parallel on (B)(6) 2013. Customer indicated their confidence that the listed donor is a jkb variant and this is the cause of the inconstancies. Customer reported sending the donor segment out for molecular jkb studies. No additional testing of the donor by ocd was required. Customer agreed to return vials of anti-jkb antisera lot# jbb423a for testing by ocd.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Testing of returned vials of antisera lot #jbb423a was also performed. Satisfactory results were obtained. (B)(4).